Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited low impedance. It was suspected that current leakage was a possibility. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 17.2cm of the middle portion and 32.4cm from the distal portion. Clavicle crush damage was noted from 0.7cm to 1.8cm from the proximal end of the superior vena cava shock coil. All lumens were found to be breached with an abrasion was noted to the etfe coating of the conductor cable.